Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 60 and a blood glucose of 109 mg/dl and later on in the day, the blood glucose went to 153 mg/dl and the sensor glucose was 208 mg/dl. Customer indicated that it does not respond after calibrating. Troubleshooting informed customer that insertion may impact sensor performance and reviewed insertion techniques and calibration.